Manufacturer narrative:
Device passed displacement test and self test. Device powered up properly after battery replacement. No unexpected post-reset alarm noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had several post-reset ram crc alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states the alarm occurred immediately after a battery change. The customer was advised to disconnect from the insulin pump and revert to back up plan. The device will be returned for analysis.